Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 53 mg/dl, 72 mg/dl, 160 mg/dl, and 91 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self treat and low blood glucose symptoms improved 20 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke off and was not retrieved. The surgeon attempted to retrieve the tip but was unable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.